Event description:
Clinical information: crd_1056 - advance laa, patient site ID: (B)(6) it was reported that on (B)(6) 2024, a 16mm amplatzer amulet left atrial appendage occluder was chosen for implanting using a 14f amplatzer torqvue 45x45 delivery sheath. The device was sized using 2d transesophageal echocardiography (tee) and angiography. The landing zone was measured as 13-14mm. The appendage shape was chicken wing. Heparin was administered, and the activated clotting time (act) during the procedure was 325 seconds. Tee and fluoroscopy were used to guide the procedure. The amulet occluder had 0 partial recaptures and 0 full recaptures, and the device was implanted successfully. Protamine was administered to reverse the heparin. There were no reported adverse events during procedure. On (B)(6) 2024, a trivial pericardial effusion was seen on 2d transthoracic echocardiography (tte). No treatment was required. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that the baseline echo had a prominent fat pad that was mistakenly read as a pericardial effusion. There were no reported adverse events during procedure. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 health effect - clinical code: code 3271 removed. H6 health effect - impact code: code 4613 removed. H6 medical device problem code: code 2993 removed.

Event description:
Clinical information: (B)(6) - advance laa, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 16mm amplatzer amulet left atrial appendage occluder was chosen for implanting using a 14f amplatzer torqvue 45x45 delivery sheath. The device was sized using 2d transesophageal echocardiography (tee) and angiography. The landing zone was measured as 13-14mm. The appendage shape was chicken wing. Heparin was administered, and the activated clotting time (act) during the procedure was 325 seconds. Tee and fluoroscopy were used to guide the procedure. The amulet occluder had 0 partial recaptures and 0 full recaptures, and the device was implanted successfully. Protamine was administered to reverse the heparin. There were no reported adverse events during procedure. On (B)(6) 2024, a trivial pericardial effusion was seen on 2d transthoracic echocardiography (tte). No treatment was required. The patient status was reported as stable. No additional information was provided. Subsequent to the previously filed report, additional information was received that upon review of transesophageal echocardiogram (tee) with the implanting physician, there was no report of a pericardial effusion during the procedure on tee on (B)(6) 2024. On (B)(6) 2024, a follow up transthoracic echocardiogram (tte) reports a prominent pericardial fat pad is present. A trivial, free-flowing pericardial effusion is identified anterior to the heart. The physician compared imaging from (B)(6) 2024 to imaging from (B)(6) 2013, and they reportedly looked identical. The physician reports that there was no pericardial effusion. The baseline echo had a prominent fat pad that as mistakenly read as a pericardial effusion.